Manufacturer narrative:
D6a - date of implant was inadvertently added in the initial report and is not applicable to this device. Manufacturer's investigation conclusion: the reported event of log files being unobtainable from the system controller was not confirmed. The system controller (serial number (B)(6) was not returned for analysis. Questions regarding the event and the controller¿s return status were asked multiple times and no response were received, and available information indicates that the controller was exchanged to resolve the issue. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6) , showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate ii instructions for use instructs users on how to properly extract log files from the system monitor, and how to view the controller¿s alarm history via the monitor. The heartmate ii patient handbook (section titled ¿emergency contact list¿) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient had driveline damage. The driveline was pulling away from the connector to the controller. The driveline was secured. The engineer was aware, and a picture was available. The customer was requesting a clamshell repair. The engineer was to order a clamshell to perform a repair. The vad coordinator reported that they were unable to obtain log files from the system monitor as well as heartmate touch. A driveline picture was attached. The patient would be direct admit on thursday (B)(6) 2024 for repair. On (B)(6) 2024 the clamshell was applied to the driveline and the patient's controller (pcx-21612) was swapped out due to connection failure with monitor.